Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
No suspect product was received; however, a photo was provided by the customer: device evaluation: the customer provided photo was evaluated by a post market safety surveillance officer. The picture shows a sequence of scratch like marks with triangular shape, distributed vertically and located in the lens periphery in lens left side in relation to the picture orientation. Per the marks location, it is not expected to impact patient¿s visual function in the event the lens remains implanted; however, the definitive clinical impact or the potential root cause cannot be determined from a picture assessment. The complaint issue cosmetic issues was identified during the photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications.

Event description:
It was reported that visible marks or scratches were found on the preloaded multifocal toric intraocular lens (iol) after the lens was fully inserted in the operative eye. No unplanned incision enlargement, vitrectomy, or sutures were required. There was no medical attention or medication prescribed outside the standard of care. It was reported that the patient is fully recovered. Directions for use were followed. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6b: if explanted; give date: not applicable, as the intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.